Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was attracted to a MRI machine. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation of the complaint is finalized. Department staff informed the fse that the MRI room floor has a slight slope causing things to roll. When the MRI tech placed the ventilator in the room, the user did not secure the breaks of the ventilator and this caused the ventilator to roll and pass the MRI gauss line. The repair was declined by biomed staff of the hospital. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Staff confirmed they did receive the MRI agreement from sale representative which which was signed by the facility and the staff was clinically trained by sales representative. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(6).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).